Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. There was high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2010. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device had early battery depletion. The device reached elective replacement indicator (eri) but the battery voltage had been at 2.97 volts approximately three months ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.